Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber did not work, as the fiber tip was broken. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber did not work, as the fiber tip was broken. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope analysis revealed a distal circumferential fracture, thus confirming the reported event. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The observed condition on the fiber it is likely due to an excessive cap wear during the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The observed condition of the fiber is consistent with devices that experience tissue adhesion constant prolonged tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber tip damages, including glass and metal cap detachments. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Based on the gathered information, unintended use error caused or contributed to event was selected as the conclusion code.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber did not work, as the fiber tip was broken. The procedure was completed with another fiber without patient complications.